Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing diminished therapy from his scs system. An sjm rep met with the pt for reprogramming but was unable to achieve effective stimulation. X-rays indicate the lead has moved. Surgical intervention may take place at a later date to address the issue.